Event description:
It was reported that the patient was admitted for iliac angioplasty. Dr took a contralateral approach and performed the procedure successfully. During the last inflation he felt that the balloon had ruptured. He proceeded to withdraw it out of a bard 6fr sheath and felt a little resistance, but this is what he expected as the balloon had been inflated. When he removed the balloon out of the sheath he noted that the balloon had torn circumferentially and that the distal end of the balloon and catheter was missing. He checked using fluoroscopy and noted that the end was still over the wire. He left the wire in situ and changed the introducer sheath for a 7fr and passed a goose neck snare through the sheath in order to capture the distal end. He managed to snare it, but was unable to pull it back into the sheath. After several attempts and because he was concerned of embolizing distal vessels, he decided that it would be wise to call in the vascular surgeon and the patient went to theatre. When the distal end of the balloon was retrieved it was apparent that it would have not been possible to remove via a sheath as the balloon material had folded up on itself rendering it too large to pass through a large vascular sheath.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date. The information for use (IFU) for this device states: caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.